Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white female patient had impella cp pump inserted for acute myocardial infarction (ami)/ cardiogenic shock (cgs). Impella perforated the left ventricle (lv) and as a result 10 packs of blood products was given and fixing the perforation was required.